Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during defibrillation threshold testing, ventricular fibrillation was induced but a shock that was delivered by this subcutaneous implantable cardioverter defibrillator (s-ICD) did not convert the patient. A high shock impedance measurement of 138 ohms was also noted. No changes were made and the s-ICD remains implanted and in service. No adverse patient effects were reported.